Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2011: essure confirmation test: bilateral occlusion. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding/bleeding)"), cervical cyst ("nabothian cyst on cervix and uterus") and fallopian tube disorder ("lesions my fallopian tubes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, cervical cyst and fallopian tube disorder had resolved. The reporter considered cervical cyst, dysmenorrhoea, fallopian tube disorder and menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received: event injury was replaced by dysmenorrhea (cramping, menorrhagia (heavy menstrual bleeding), lesions my fallopian tubes, nabothian cyst on cervix and uterus. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of parametritis ('parametritis') and dysmenorrhoea ('dysmennorhea (cramping)') in a 43-year-old female patient who had essure (batch no. 787228) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, bacterial vaginosis and vaginitis. (B)(6) 2011: essure confirmation test: bilateral occlusion. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2018, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2018 to (B)(6) 2018, meloxicam since 2019 and paroxetine hydrochloride (paxil) since 2019. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding/bleeding)"). In (B)(6) 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), cervical cyst ("nabothian cyst on cervix and uterus"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain/right sided pelvic pain"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced parametritis (seriousness criteria medically significant and intervention required), fallopian tube disorder ("lesions my fallopian tubes"), adnexa uteri pain ("ovarian pain"), uterine cervical pain ("cervix pain") and pelvic abscess ("abscess"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the parametritis, vaginal haemorrhage, pelvic pain, adnexa uteri pain and uterine cervical pain outcome was unknown and the dysmenorrhoea, menorrhagia, cervical cyst, fallopian tube disorder and dyspareunia had resolved. The reporter considered adnexa uteri pain, cervical cyst, dysmenorrhoea, dyspareunia, fallopian tube disorder, menorrhagia, parametritis, pelvic abscess, pelvic pain, uterine cervical pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84.354 kgs. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event abscess was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of parametritis ('parametritis') and dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure (batch no. 787228) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, bacterial vaginosis and vaginitis. (B)(6) 2011: essure confirmation test: bilateral occlusion. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced parametritis (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding/bleeding)"), cervical cyst ("nabothian cyst on cervix and uterus"), fallopian tube disorder ("lesions my fallopian tubes"), pelvic pain ("pain/right sided pelvic pain"), adnexa uteri pain ("ovarian pain") and uterine cervical pain ("cervix pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the parametritis, vaginal haemorrhage, pelvic pain, adnexa uteri pain and uterine cervical pain outcome was unknown and the dysmenorrhoea, menorrhagia, cervical cyst, fallopian tube disorder and dyspareunia had resolved. The reporter considered adnexa uteri pain, cervical cyst, dysmenorrhoea, dyspareunia, fallopian tube disorder, menorrhagia, parametritis, pelvic pain, uterine cervical pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84.354 kgs. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received : lot no. Was added. New events, "abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), pain/right sided pelvic pain, parametritis, ovarian pain, cervix pain" were added. Outcome of event, " pain during intercourse" was changed to "recovered/resolved". New reporter contact was added. Patient's demographics were added. Medical history was added. Concomitant medications were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of parametritis ('parametritis') and dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 787228) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, bacterial vaginosis and vaginitis. (B)(6) 2011: essure confirmation test: bilateral occlusion. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced parametritis (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding/bleeding)"), cervical cyst ("nabothian cyst on cervix and uterus"), fallopian tube disorder ("lesions my fallopian tubes"), pelvic pain ("pain/right sided pelvic pain"), adnexa uteri pain ("ovarian pain") and uterine cervical pain ("cervix pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the parametritis, vaginal haemorrhage, pelvic pain, adnexa uteri pain and uterine cervical pain outcome was unknown and the dysmenorrhoea, menorrhagia, cervical cyst, fallopian tube disorder and dyspareunia had resolved. The reporter considered adnexa uteri pain, cervical cyst, dysmenorrhoea, dyspareunia, fallopian tube disorder, menorrhagia, parametritis, pelvic pain, uterine cervical pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84.354 kgs. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.